Event description:
The dialysis machine caused the fibers of the dialyzer filter to turn grey in color pre treatment. This has occurred ten times with the same dialysis machine that the facility has saved the dialyzers from. More events of this nature had happened in the past, but, were not yet documented. A lab analysis of the dialysis machines pump were performed as they were suspected.